Event description:
Revision surgery - due to the patient falling and sustaining an injury at nursing home.

Manufacturer narrative:
One of the concomitant products was reported as 506-03-114, lot 931c1239 on the initial MDR; it should be 506-03-114, lot 831c1239. Manufacturer narrative: the reason for this revision surgery was the patient sustained an injury at nursing home. The length of in vivo service was 3 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 5 prior complaints reported against this part number; summary of investigations: 2 for trauma, 1 for dislocation, 1 for device cracking, 1 for function. This is the first complaint against this lot number. The root cause for the shoulder injury was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.